Manufacturer narrative:
Upon evaluation of the device, it was found that the disposable loading unit was fully fired preventing a functional evaluation. The applier was evaluated and found to have been improperly handled and cleaned by the user preventing proper function of the unit. This condition may or may not be related to the condition reported by the user facility.

Event description:
The device was used during a laparoscopic cholecsytectomy procedure. The clips slipped off the vessel. The surgeon reloaded the instrument with another cartridge to complete the procedure. The hosp reported that no pt injury occurred.